Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to (B)(4). The hospital reported that during the procedure a second hp2 was used and it also failed. Device showed signs of diminished cutting and sealing effects and shut down unexpectedly. Trouble shooting was attempted, (switching of extension cable, adaptor, generator and hp2 kit), including 30 second wait time, but that did not resolve the issue. The sequence of the trouble shooting is unknown. The ages of the reusable devices (extension cable, adaptor, generator) are unknown. Pre-cautery test performed and the device functioned as intended. It functioned normal for the first few minutes of the procedure. Beeping sounded normal at first, but during the failure it started to fade or diminished. Power supply setting at 3. After a short delay of about a minute, procedure was completed using open technique (small separate incision). One separate 1 inch incision was made to complete the procedure. Incision was 1 inch in length. Harvester abandoned the evh and completed the procedure using step incision. No harm to the patient was reported. No damage to the harvested vein was reported. No postop wound complications reported.